Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Review of the available radiographs identified that bipolar left shoulder arthroplasty with evidence of osteolysis and possible humeral component loosening. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Upon review of radiographs, it was identified that there is a possible humeral component loosening and the evidence of osteolysis in the patient.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 03183, 0001825034 - 2019 - 03184. Device location unknown.

Event description:
It was reported that a patient underwent left shoulder arthroplasty on an unknown date. The sales rep was inquiring about implant identification for shoulder revision for unknown reasons. Attempts have been made and no further information has been provided.